Event description:
It was reported that a catheter break occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. An opticross us imaging catheter was introduced to view the target lesion. During withdrawal, the catheter broke and was removed using the guide extension catheter. No patient complications were reported and the procedure was completed successfully.